Manufacturer narrative:
Additional information: section d10. Device available for evaluation? Yes. Returned to manufacturer on: 12/10/2020. Section h3. Device returned to manufacturer? Yes. Device evaluation: the complaint lens was received stuck to wax paper. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during removal and replacement. Furthermore, fibers were observed on the lens, which can be attributed to receiving the lens stuck to wax paper and cannot be confirmed to be related to manufacturing. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported there was patient contact with the intraocular lens (iol), and there was capsule tear. The iol could not be positioned well after trying to implant. Suspect lens then was replaced with a different lens model, za9003. A vitrectomy was performed, however, there was no incision enlargement, or sutures required. No reported patient post-op injury. No other information was provided.